Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that six weeks post implant the implantable pulse generator (ipg) battery was depleting faster than a nticipated. They commented that "the battery life was twelve years, now it is saying eight years". The ipg remains in use. No patient complications have been reported as a result of this event.